Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a64 error during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer received a radio frequency pic failed self test. Insulin pump would be replaced.